Event description:
It was reported that debris was found in the sterile packaging. There was no known impact or consequences to the patient. The surgeon used another device to complete the procedure.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d9; g3; h2; h3; h4; h6. Evaluation of the photographs provided confirmed there is white debris inside the sterile packaging which is visually consistent with the appearance of foam debris from the foam packaging. Visual evaluation found the root cause of the reported event to be attributed to transit damage. As no patient or user harm was reported or occurred, the severity level of the reported event is assigned a severity 1 as defined in procedure. A device history review is not required for not reportable, severity 1 events as outlined in procedure. Complaints are monitored through monthly complaint trending to identify possible adverse trends. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Upon reassessment of the reported event, it was determined to be not reportable as the debris inside the sterile packaging is visually consistent with the appearance of foam debris from the foam packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.